Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents was performed for potentially associated lot numbers h13h12078 and h13g27029 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).

Event description:
It was reported that a patient experienced bacterial peritonitis coincident with automated peritoneal dialysis (apd) therapy. This was manifested by abdominal pain. The patient was hospitalized for four days for this event. Treatment during the hospitalization was not reported. After being discharged from the hospital, the patient was treated with intra-peritoneal (ip) fortaz (1000mg, frequency not reported) for 14 days. The cause of the peritonitis was constipation. At the time of this report, the patient was recovering from this event. No additional information is available. Report 1 of 3.